Manufacturer narrative:
During inspection and testing, service confirmed there was a leak due to a pinhole in the bending section cover (a-rubber). The probe demonstrated fluid ingress. The bending angulation was insufficient, due to wear of the angle wires. The angle knob had play, due to wear of the angle wires. The adhesive of the bending section cover was chipped, due to deterioration. The insertion tube, switch box, and switch button #2 had scratches, due to external factors. The air/water cylinder paint was peeling due to wear. The ultrasound probe adhesive was peeling, due to physical stress and wear. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported an air leak. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. During inspection and testing, the adhesive around the fixing screw at the tip was peeling. This report is being submitted for the malfunction found by service during the evaluation [adhesive peeling].

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the cause of the adhesive peeling likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.